Event description:
A nurse reported that no phacoemulsification power was available during the procedure. The problem was resolved after replacing the product with another one. Procedure was completed with no harm to the patient.

Manufacturer narrative:
The customer' complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history record and lost history could not be reviewed. The customer did not retain a sample for this complaint report, visual inspect or functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).